Event description:
Reportedly, during measuring all of the leads parameters, result of the rvat turned out to be not correct. Expected result should have been 1.0v but algorithm states 0,75 as the result. As it can be seen in the v iegm and marker chain of this measurement 1,00v is still effective in the rhythm of 90 bpm pacing but the 0,75v v is not capturing, is slightly delayed and the device even has to apply the safety pacing shortly after (also shown with the vn).

Manufacturer narrative:
Please find below the analysis corrected data analysis revealed: - during the in clinic follow up of the device edis sn:(B)(6), dated 09 july 2024, a manual rvat was performed. The last successful rv spike was at 1v, and rv pacing didn¿t capture at 0,75v - the correct rvat result is recorded in the ICD device (1v), but the programmer displayed the last pacing amplitude during the rvat (0,75v) - an incorrect rvat result is displayed on programmer, due to a software programmer anomaly. - a correction of this issue is currently being contemplated

Event description:
Reportedly, during measuring all of the leads parameters, result of the rvat turned out to be not correct. Expected result should have been 1.0v but algorithm states 0,75 as the result. As it can be seen in the v iegm and marker chain of this measurement 1,00v is still effective in the rhythm of 90 bpm pacing but the 0,75v v is not capturing, is slightly delayed and the device even has to apply the safety pacing shortly after (also shown with the vn).

Manufacturer narrative:
Data analysis revealed: - during the in clinic follow up of the device edis sn:(B)(6), dated (B)(6) 2024, a manual rvat was performed. The last successful rv spike was at 1v, and rv pacing didn¿t capture at 0,75v - the correct rvat result is recorded in the ICD device (0,75v), but the programmer displayed the last pacing amplitude during the rvat (0,50v) - an incorrect rvat result is displayed on programmer, due to a software programmer anomaly. - a correction of this issue is currently being contemplated.